Manufacturer narrative:
Per the user facility, the box that appeared had no writing or indication of what was wrong. The field service representative (fsr) replaced the coin cell battery and ccm hard drive. All performance and verification checks passed successfully. The unit operated to the manufacturers specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) failed to boot up and the screen displayed a white box. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.